Manufacturer narrative:
Fowler gas spring cylinder.

Event description:
It was reported by service report that the power cord power prong is missing, the power entry module is broken, and the fowler drifts.